Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) lead was not in the correct pain area on the vertebral level causing the patient not to experience pain relief. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were disposed of by the facility. There was no device malfunction that was suspected.